Event description:
Pt sustained a comminuted monteggia fracture of the left elbow with posterior neurapraxia. Interoperative, the surgeon found the radial head had made a rent in the anterior capsule, pistoned through it, and lay trapped above the joint. Placed subject plate and 7 screws on the ulna and manipulated the radial head back in to alignment. Dbx was used as graft. Plate was noted as broken on follow up x-ray.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.